Event description:
It was reported that the physician keeps getting a message on the handheld computer saying that the battery latch is open and then the handheld either turns off or eventually proceeds. Once it proceeds, a message appears saying that the timestamp for the interrogation is over event though the physician has just interrogated the device. It was verified that the handheld was fully charged at the time of these events, and there was nothing blocking the battery latch. Soft and hard resets were performed, but the problem persisted. Attempts for product return have been unsuccessful to date.